Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/unit will not start. The key failure is the rex roth valve is not shifting.associated malfunction for this device: power switch short circuited, poppet valve not shifting.